Manufacturer narrative:
The specimen in question was repeated 13 minutes after the initial released result, and although the hgb was higher and matched the rbc and hct results, these results were not released, and the original results were not corrected prior to the pt receiving the transfusion. A malfunction of the hgb channel was suspected, because of an elevated, but within range blank reading in the hgb cuvette. The xs-1000i/xs-800i instructions for use notes that bubbling in a reagent could raise the blank value. Bubbles may explain the erroneously low hemoglobin value, but the cause of the low hgb was not confirmed. The mathematical relationship between the rbc, hct and hgb using mcv, mch and mchc indices is a standard in hematology used to verify of the accuracy of the values generated by automated analyzers. Abnormal indices are indicators of compromised samples or abnormalities of clinical significance. The hgb, as well as the mch and mchc indices in this event were significantly decreased and well below the user's reference range, indicating the need for verification. The user defined settings for flagging rbc parameters was not provided for the investigation. These settings along with analyzer algorithms determine when the results will be flagged "positive." The field svc rep went on site to verify analyzer performance and the error log, qc and (B)(4) qc reports showed the instrument was performing within specs. Historical data did not reveal an analyzer issue.

Event description:
The user of an xs-1000 automated hematology analyzer generated an incorrect low hemoglobin (hgb) result on a single pt. This pt had hgb results around the 12 to 13 g/dl range when tested over the past several months. The sample ID (B)(6), collected (B)(6) 2012, 17:33 was run in automated mode at 17:47. The hgb result of 7.9 g/dl did not match the hematocrit or rbc count. The results were judged by the analyzer as "negative" based on the user-defined settings and proprietary algorithms, and these results were released from the lab. The sample was repeated 13 minutes later and the hgb = 11.3, that matched the hct and rbc count, but this result was not released. The pt was transfused with two units of blood, and the next day (B)(6) 2012 at 5:35, the hgb = 14.3 g/dl. One unit of packed cells will typically cause the hgb to rise 1 g/dl, but it is not possible for the hgb to rise from 7.9 to 14.3 g/dl from 2 units of packed rbc. The pt did not have any detrimental effect from the transfusion of two units of rbc; but, transfusion has associated risks, that is, possibility of transfusion reaction, development of antibodies, and introduction of blood borne pathogens.